Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that episodes of non-sustained ventricular oversensing due to crosstalk were observed. It was noted that programming changes were previously made before the event. Further programming changes were recommended.